Manufacturer narrative:
Concomitant medical products: product ID: 8578,serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8711, lot# j10854r34, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and dilaudid via an implanted infusion pump. The pump was programmed to deliver baclofen 125.0mcg/ml at a dose of 60mcg/day and dilaudid 7.5mg/ml at a dose of 3.60mg/day. The patient had a lot of weight loss and the pump was moving around in the pocket site quite a bit. Additional information has been requested for drug information, medical history, symptoms, troubleshooting, actions/interventions and outcome.